Event description:
It was reported that this pacemaker system exhibited a signal artifact monitor (sam) episode with oversensing of the minute ventilation (mv) sensor observed on the right atrial (ra) channel. In response, the pacemaker device automatically switched the mv sensor monitoring from the ra channel to right ventricular (rv) channel. In addition, the ra pace impedance was noted to be high out of range greater than 3000 ohms corresponding with this sam episode. The ra lead is not a boston scientific product. The daily impedance measurements were noted to be within proper specification ranges. The healthcare provider (hcp) indicated they will continue to monitor the patient for now. Boston scientific technical services (ts) provided guidance to consider programming on the accelerometer sensor if a second sam event occurs that results in the mv sensor being automatically disabled by the device. The products remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited a signal artifact monitor (sam) episode with oversensing of the minute ventilation (mv) sensor observed on the right atrial (ra) channel. In response, the pacemaker device automatically switched the mv sensor monitoring from the ra channel to right ventricular (rv) channel. In addition, the ra pace impedance was noted to be high out of range greater than 3000 ohms corresponding with this sam episode. The ra lead is not a boston scientific product. The daily impedance measurements were noted to be within proper specification ranges. The healthcare provider (hcp) indicated they will continue to monitor the patient for now. Boston scientific technical services (ts) provided guidance to consider programming on the accelerometer sensor if a second sam event occurs that results in the mv sensor being automatically disabled by the device. The products remain in-service. No adverse patient effects were reported.